Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The water tank was cracked at the screw locations. The front case and enclosure were found with dents. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord and turned on the power switch. The reported issue was duplicated. The root cause of the reported issue was found to be the user overtighten the tank cover screws.

Event description:
It was reported the device was leaking. No adverse effects reported.